Event description:
The event is reported as: complaint description - expiration date is not included on all the packaging. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report.